Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and self tests; it failed displacement test due to the fact that the motor stopped suddenly before it could seat properly. Per visual examination there was rust on the inside of the motor end cap and there was corrosion on electrical board particularly in the area around the battery connectors and on the connector that joins electrical board to electrical board . Device received with a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the no report of pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump was cracked. Customer troubleshooting was performed. Customer also stated that they did not want to discontinue the use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.